Event description:
On (B)(6) 2020 pt at home with low flow alarms. Changed controller with continued low flow alarms. On (B)(6) called lvad office was optimized on blood pressure meds. CT scan scheduled for (B)(6) indicated 80% occlusion of outflow graft. Pt's inr range 2-3, subtherapeutic 2 times since (B)(6). Ldh. Ast, alt and t-bili all within normal range. Heart transplant performed (B)(6) 2020.